Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the most probable cause of the complaint is uneven wear of the tissue pad, which allowed the non-insulated area to come into contact with the distal end of the probe. This is consistent with expected or random component failure, with no design or manufacturing issues identified. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, peeling of the tissue pad was identified on the thunderbeat device. There was no patient involvement.